Event description:
It was reported that on an unknown date, the patient underwent the tha for hip joint with the pinnacle metal insert and stem. On an unknown date, the peri-stem fracture was confirmed. Therefore, revision surgery is scheduled for (B)(6) 2023. The stem was found to be loose and will be removed. Whether to pull out the metal insert and replace it with a polyethylene liner or continue to use it is under consideration. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date. G4: no 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.